Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device passed temperature confirmation testing. Volumetric accuracy testing was performed and failed as fluid was transferred above specifications. The cause of the issue was determined to be deteriorated piston foam. The piston foam and door piston were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.